Event description:
When the package was opened, they found that the tip of the device was broken off. There were no anomalies reported with the packaging or product box. The device was not used.

Manufacturer narrative:
A product analysis is anticipated; however, the product has not yet been received by cordis. Additional information will be submitted within 30 days of receipt.